Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed during surgery.

Manufacturer narrative:
Investigation revealed that there was no system malfunction. Our investigation was inconclusive due to case logs from the procedure not being provided despite multiple attempts. The description provided stated that the implants were planned accordingly and accepted as proper placement. Without case logs, the root cause cannot be determined; however, multiple implants being misplaced is often the result of a registration shift. A registration shift is caused by excessive movement of the dynamic reference base (drb) in relation to the patient, thus causing the loss of navigation integrity. The software will indicate a potential drb shift and recommend the user perform an anatomical landmark check to ensure navigational integrity. The observed overall risk level is low, which does match the anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue was traced to user technique.